Manufacturer narrative:
Since the damaged cannula was not returned, the root cause of the problem could not be determined.

Event description:
The initial report stated that the 25 gauge trocar broke off from the cannula hub. It was stuck in the eye and even when the surgeon went through the posterior chamber, it could not be retrieved with forceps. The surgeon removed the vitreous and applied pressure, and the cannula moved to the back of the retina, where it was picked out. At this time, the patient appears fine. The reporter would have saved the cannula for evaluation, but the scrub had thrown it away. Additional information received from the surgeon in 2007, stated that during a vitrectomy and membrane peel os, the 25 gauge trocar broke off from the cannula hub and was retained in the eye. There was unplanned surgical intervention. The surgeon converted to 20 gauge equipment and was able to remove the cannula from eye using intraocular forceps. The patient outcome is reported as good.